Event description:
The facility indicated that the air system led's are flashing the air circuit board had a thermal event.

Manufacturer narrative:
Hill-rom technical support asked the facilities maintenance to describe the thermal event. He indicated that he smelled a burnt odor and found melted and charred components on the air board. He believes the air pump seized and cause the air board to short. The facilities maintenance replaced the air board and the air pump did not energize. The facility is waiting for the air pump to arrive. Repairs are not complete.